Event description:
It was reported that the implantable neuro stimulator (ins) became vertical to the skin causing pain. The ins was repositioned and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Manufacturer narrative:
Concomitant products: product ID: 377775, lot# j0546558v, implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead. Product ID: 377775, lot# j0546558v, implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the reason for the inversion was unknown.